Event description:
Endoscopic stapling device used during laparoscopic splenectomy. Device did not release well and stapleline failed. Another stapling device and fourteen reloads of staples used to repair damage and complete procedure.